Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. It should be noted that the electronic prostyle instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported backwall stitch [occlusion/stenosis] could not be determined. Factors that may contribute to a backwall stitch include, but are not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appears to be related to the circumstances of the procedure. The IFU deviation would not have contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6 medical device problem code: 1494 - indication for use the other device referenced in b5 is being filed under a separate medwatch report.

Event description:
Patient ID: (B)(6). It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to the transcatheter aortic valve implantation (tavi) procedure, using one perclose prostyle device. The tavi procedure was completed; however, at the end of the procedure, upon advancing the prostyle knot, the suture broke [(B)(6)]. Two additional prostyle devices were then used; however, the sutures of both devices broke due to calcification. The sutures of one additional prostyle device were placed to achieve hemostasis [(B)(6)]. At the end of the procedure, angiogram noted severe stenosis [occlusion] at the right femoral arteriotomy site, possibly related to a back-wall stitch from the last deployed prostyle device. Balloon angioplasty was performed in the right femoral artery due to plaque and the prostyle device, restoring flow to the femoral artery. No additional information was provided.